Event description:
Pt admitted via nursing home for decreased mental status and dehydration. At time of admission, pt placed on dnr status. Four days into admission, pt was started on tube feeding. On the 10th admission day, pt was ready for discharge back to nursing home (mental status, etc improved). At 6:00 am that morning, tube feeding was started at 55cc/hr (440c to be given over 8 hrs). At 7:30am, during rounds, it was noted that the feeding bag was empty with a residual of 10cc. Respiratory contacted and suctioned. It is believed that approx 400cc were aspirated. Pt was treated for respiratory complications. Two days later, pt expired.